Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, unable to perform displacement test due to completely broken reservoir tube lip. Unit had cracked battery tube threads, missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call cosmetic damage on the insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting for the anomaly was performed. Customer advised the battery compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.